Manufacturer narrative:
Device 2 of 2. Evaluation - method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The extension was returned incomplete and could not be functionally tested. A test lead was used and the terminal end electrodes would extend beyond the block connector. It is possible the block connector for a different device was used instead of one for a lead extension. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report # 1627487-2010-01328.